Manufacturer narrative:
The date device returned to manufacturer was documented as (B)(4) 2018 in the initial report and has been updated as (B)(4) 2018. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that the motor device and compact speed reducer device started to become hot while in use together. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.